Event description:
The patient reportedly developed an infection at the implant site. On (B)(6) 2013 the implant site was open and wound was cleaned. The patient was treated with intravenous antibiotics and benzyl penicillin. The treatment was later changed to 1 mg 3 times a day with dicillin to treat (B)(6). Advanced bionics is in the process of gathering additional information. Once additional information is received, a supplemental report will be submitted.